Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that he attempted to test on his aviva meter when he didn't feel well, and obtained an error message within specifications. Customer felt symptoms of weakness and was unable to self-treat. Customer went to the hospital, where he was tested at 54 mg/dl on the hospital meter. Customer was admitted and stayed for 3-4 hours, where he was treated with an IV (contents not provided) and applesauce. Requested return of suspect device and replacement was sent.